Event description:
Customer reported that the insulin pump returned an error alarm. Customer also reported that the drive support cap was sticking out. Customer did not recall the insulin pump being bumped or dropped recently. Blood glucose level was 73 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The pump was received with a protruded/loose drive support disk, minor scratches on the display window, and a cracked reservoir tube lip. The pump also gave an alarm during the basic occlusion test due to protruded/loose drive support disk.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.